Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had perforated. As per echocardiogram, the lead was about and a half centimeter outside the heart. High threshold was noted and some noise were seen on rv lead with inspiration. A pericardial window was done and this rv lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.